Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon second inflation at 12atm for 10 seconds. The procedure was completed with another of the same device. No complications were reported.